Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 bisector started working only intermittently and then quit working while bisecting branches and tissue. The surgeon tried switching out the generator, extension cable and adaptor, none of these troubleshooting methods fixed the issue. The harvester then opened another unit and that one worked. There was a short delay in the procedure while troubleshooting and opening another unit. A wet reytex test was done prior to procedure. There was no patient harm or injury.